Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a left inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. An outpatient hernia repair was performed as treatment for the event. At the time of this report, the patient was reported to have recovered from the hernia. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.